Event description:
It was reported that the bd phaseal¿ protector (p14) expansion chamber was not properly attached to the vial and leaked bcg while reconstituting the virus into the syringe. The following information was provided by the initial reporter: "bcg leaked out of the expansion chamber of the phaseal protector after reconstitution and before administration to the patient... The leak happened at the last step, when the nurse was drawing the reconstituted virus form the vial into the syringe. She heard the cracking noise of the expansion chamber deflating and noticed it was leaking." "My incident involved the second vial. I was able to instill the diluent. Then I went the withdraw and I noticed a couple of drips. I'm not sure where exactly the drips were coming from. The expansion chamber did not pop, I didn't notice that there was a break either." "It seems the nurse who reported the leakages of the phaseal p14 protectors was attaching the protector to the vials in a horizontal movement while holding one in each hand, side by side as opposed to doing it vertically with the bottom of the vial resting on a flat surface. The protectors may not have been attached properly to the vials as **** noted that you need to push hard to make sure they are fully attached and that they should hear and feel a second click and that may not have been the case."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ protector (p14) expansion chamber was not properly attached to the vial and leaked bcg while reconstituting the virus into the syringe. The following information was provided by the initial reporter: "bcg leaked out of the expansion chamber of the phaseal protector after reconstitution and before administration to the patient. The leak happened at the last step, when the nurse was drawing the reconstituted virus form the vial into the syringe. She heard the cracking noise of the expansion chamber deflating and noticed it was leaking." "My incident involved the second vial. I was able to instill the diluent. Then I went the withdraw and I noticed a couple of drips. I'm not sure where exactly the drips were coming from. The expansion chamber did not pop, I didn't notice that there was a break either." "It seems the nurse who reported the leakages of the phaseal p14 protectors was attaching the protector to the vials in a horizontal movement while holding one in each hand, side by side as opposed to doing it vertically with the bottom of the vial resting on a flat surface. The protectors may not have been attached properly to the vials as noted that you need to push hard to make sure they are fully attached and that they should hear and feel a second click and that may not have been the case."

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2109117, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During manufacturing, leakage testing is performed to ensure the quality of the membrane. Testing was reviewed for lot 2109117, all results were found to be within specification. Five retained samples of the same lot were used for additional evaluation. Functional testing was performed, connecting the protector sample to both a vial, injector, and syringe per the instructions for use provided with the product. In all cases, liquid could be drawn from the vial without issue and no leakages were observed. Based on our quality team's investigation and the provided information, it appears the reported incident was related to improper connection of the protector onto the vial. The protector must be attached completely vertical to the vial.